Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. Additionally: the information documented in section e is the customer's information, not the reporter's information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A home health nurse, calling on behalf of a customer, reported that on an unspecified date two weeks prior to calling adc customer service; on (B)(6) 2016, the customer discovered her adc blood glucose meter would not turn on with button press or with test strip insertion. It was further reported the customer began to feel "shaky" and then lost consciousness; falling backwards and hitting her head on the floor. Customer was found lying on the floor by a friend who then called the paramedics. Caller did not know what, if any, treatment was rendered by the paramedics other than transporting her to a local healthcare facility. At the hospital a reading over 500 mg/dl was received on a hospital device. Caller did not know what specific treatment was provided at the hospital, but noted the customer received a lot of medications and blood work during her 7-day hospitalization. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
MDR 2954323-2016-00835 submitted on february 10, 2016 did not have the product problem box checked. The MDR should have had both the adverse event box and the product problem boxes checked.